Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to an international distributor issue that has been reviewed with the FDA on january 12, 2015. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: a review of the pump¿s black box data showed no loss of prime warning. The force readings were observed to be normal. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within specification. The pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, investigation revealed that the display was dim with discolored text.